Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire was confirmed; however, the cause was undetermined. The product returned for evaluation was one photograph depicting a portion of a guidewire. The guidewire appeared to be held above a drape. Multiple kinks were evident in the depicted guidewire. A portion of the visible guidewire region appeared elongated. While guidewire damage was apparent in the provided photograph, inspection of the image was insufficient to determine a root cause for the damage. A lot history review (lhr) of reze0063 showed no other similar product complaint(s) from this lot number.

Event description:
The guidewire kinked and unraveled in both kits. The doctor reportedly did not keep the guidewire but she did take photos. (B)(6) 2015.